Event description:
It was reported that the customer's insulin pump did not power back on after a battery change. The insulin pump had cracks around the battery compartment. The customer's blood glucose levels are unknown. The product is not being returned. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with broken battery tube threads, broken reservoir tube lip, cracked reservoir tube window, a broken off end cap, missing end cap sticker, a protruded and loose drive support disk and cracked and bleeding display glass. The insulin pump had a blank display due to a broken solder joint of the power connector on the interface board.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4).